Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the ise tubing was leaking. The fse replaced the ise tubing and buffer valves to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4) .

Event description:
The customer reported obtaining erratic patient results for ion selective electrode (ise) sodium, potassium and chloride on their cell 2 au5800 clinical chemistry analyzer. The customer repeated the patient sample and obtained normal results. The customer did not release low results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.